Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The axes controller set-up joint (acj) was installed onto the pca test system. The unit was unable to program the patient side cart (psc) system and error 319 popped up. After rebooting and trying to program the system, the same problem occurred. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted single vessel small thoracotomy surgical procedure, there were repeated faults 319. The site tried multiple times to power cycle the system with no success. The technical support engineer (tse) guided the customer through a hard power cycle. The issue persisted. The tse suggested the customer to disable arm 1 and system booted up normally. Tse informed customer arm 1 has an internal issue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and it initially powered on without any errors. Tse guided to disable arm1 and site completed the surgery with three arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the patient side cart (psc) was giving a missing node error of the set-up joint (suj) armnet 1. Fse replaced the axes controller set-up joint (acj) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.